Event description:
A report was received that the patient underwent explant procedure due to pocket site discomfort. The patient was doing well following procedure.

Manufacturer narrative:
Additional information was received that only the ipg was explanted. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent explant procedure due to pocket site discomfort. The patient was doing well following procedure.